Event description:
Comments included in email received from complainant: I am emailing regarding the attached product recall. This recalled solution was used in my dog's surgery on (B)(6) and resulted in a severe abdominal infection and the need for a second corrective surgery in the days following. I have been working with the (B)(6)vet's office but have not received communication for next steps. I paid for the second emergency surgery, medication, and multiple nights in the veterinary hospital out of pocket due to this "non-sterile" mistake. Luckily my dog avoided sepsis and survived the trauma. I believe I am owed compensation for this. Please get back to me as soon as possible with next steps. Lot number: 23065871. Expiration june 20, 2025.

Manufacturer narrative:
An email was sent to the product removal info email address by (B)(6) on (B)(6) 2024. The email was forwarded to the complaint department on 5/20/24, which initiated nurse assist's investigation of the reported incident and determination that the noted incident was reportable. A follow-up email was sent to (B)(6) by the complaint department on 5/20/24 requesting additional information to aid with reporting and with the investigation. The product removal info email address was intended to be used solely for facilitating return and replacement of product and was not being reviewed for complaint information, which resulted in the delay of reporting this incident. The product removal info email inbox is being expeditiously reviewed to identify any other incident related information that would be considered as a complaint.